Event description:
It was reported that patient underwent right ankle open reduction internal fixation procedure. Subsequently swelling, pain, sensitivity, discoloration, and unable to wear shoes was reported with plate and all screws removed with no complications. No further information was provided.

Manufacturer narrative:
(B)(4). Part: 47235701704 lot: 63202115 distal lateral fibular plate right 4 holes 80 mm length; part: 47234801635 lot: 63085306 cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length; part: 47482801402 lot: 63202015 2.7 mm locking screw 14 mm length; part: 47234801835 lot: 63098016 cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length; part: 47482801602 lot: 63457984 2.7 mm locking screw 16 mm length; part: 47482801602 lot: 63457984 2.7 mm locking screw 16 mm length; part: 47482801602 lot: 63488874 2.7 mm locking screw 16 mm length; part: 47235901638 lot: 63174173 3.5 mm locking screw with 2.7 mm head 16 mm length. Foreign: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00540, 0001822565 - 2022 - 00730, 0001822565 - 2022 - 00731, 001822565 - 2022 - 00732, 0001822565 - 2022 - 00733, 0001822565 - 2022 - 00734, 0001822565 - 2022 - 00736, 0001822565 - 2022 - 00784.

Manufacturer narrative:
Upon further investigation, the device was found related to the reported event. Medwatch (0001822565-2022-00735-1) was submitted in error and the event remains reportable. Reported event was confirmed by review of medical records. Review of the available records identified the following: swelling, pain, sensitivity, discoloration, and unable to wear shoes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Event description:
Upon receipt of additional information, it has been determined that the screws were not the cause of the corrosion, pain, or swelling and not device-related. This device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that the screws were not the cause of the corrosion, pain, or swelling and not device-related. This device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.